Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported communication issue and subsequent cancellation could not be conclusively determined. The device history record for the above-referenced product was unable to be reviewed since the batch/serial number(s) is unknown.

Event description:
During the procedure, the patient was intubated and sedated (by anesthesia), prepped and draped. The ep4 stimulator was not connecting to the touchscreen. A message displayed in the status bar: "ep4 is off". The case was cancelled due to the inability to pace. The fiber optic cable was not functioning as intended, which has since been replaced to work as expected. No patient consequences were reported.